Manufacturer narrative:
Additional lot# 08351ce2. Additional information will be provided once investigation is completed.

Event description:
It was reported that during a knee arthroscopy procedure, the aggressive plus blade detached form the shaver and went into the joint, and was recovered with graspers. A second blade was used, and it also broke in two and was also recovered from the patient. Allegedly, the hand piece was making strange noises when second blade broke. A 3rd blade was used to complete the procedure.